Event description:
The user facility reported that while advancing the angio-seal locator/sheath into the artery for pulsatile blood feedback indicating the tip is in the artery. Very little blood was being received which caused confusion if the tip was deep enough to deploy the anchor. The type of procedure was performed was a femoral angiogram. Hemostasis was achieved with manual compression. An angiogram was performed. The patient was stable. Pressure was held for fifteen minutes post angio-seal deployment. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon the evaluation of user facility information and the actual sample not being returned; 213 is based upon functional testing of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and the actual sample not being returned; 67 is based upon evaluation of the returned unused sample. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device was unused and unopened. The device was unpackaged, and all components were present. The hemostasis sheath and locator were inspected, and no issues were identified with the blood inlet or outlet holes. Functional testing was performed by connecting the components and injecting water into the distal tip to check for obstructed or insufficient fluid flow through the device. Fluid was able to pass through the device, and no issue was able to be found with device function. The blood inlet holes of the hemostasis sheath were measured and were found to have been 0.036", which was within the specification of 0.038" (-0.002 / +0.004), as defined in 6fr hemostasis sheath drawing (B)(4). Blood inlet and outlet holes were measured on the locator, and were found to have been 0.055" and 0.019" respectively. Both dimensions were within the specification of 0.056" (+/- 0.002) and 0.019" (+/- 0.003), as defined in 6fr locator drawing (B)(4). The complaint was unable to be confirmed for a blood return issue. The exact root cause cannot be determined. The likely cause was determined to have been device insertion with insufficient depth or angulation resulting in an issue with blood flash back. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).